Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation to the nominal bar, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation to the nominal bar, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous and has intimate hyperplasia. Additionally, the balloon ruptured during second inflation at 16 atmospheres.

Manufacturer narrative:
Updated: b5: describe event or problem device evaluated by MFR.: mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 44mm in length and extended from a position 6mm proximal of the proximal markerband to 15mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.